Manufacturer narrative:
Additional, corrected, and/or changed data: b.5, d.7, g.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is implant exchange.

Event description:
Healthcare professional reported a right side device implanted beyond the expiration date. Device remains implanted.